Event description:
It was reported that the pump was overextended, delivering 6.9 percent instead of max 6 percent. There was no reported patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering within specification. There was no known cause of the reported issue. After passing final functional test, the device will be sent back to the customer.